Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that there was a broken latch tab on the cord door, it was missing paint on the display hinge plate, it had a noisy hard drive with poor health and performance and it had a long boot time. The unit was to be scrapped due to a lack of available hard drives. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.